Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection (inj.) Amikacin (250mg twice a day, ip) and inj. Clavam (0.6mg twice a day, intravenous) for peritonitis. The patient was still hospitalized and recovering from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.